Manufacturer narrative:
Device passed displacement test, active current measurement, sleep current measurement, and self test. All buttons function properly. No damage noted to keypad assembly and connector on electrical board 1 was locked properly during visual inspection. Device passed the keypad voltage test. No failed battery test alerts noted when inserting a new battery or during testing. The following were noted during visual inspection: cracked case near the corner of belt clip rails, cracked battery tube threads, cracked case on the battery tube side, and faded serial number label. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the up button was difficult to activate. Customer stated that the insulin pump rejected new batteries. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.